Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 629 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past day. It was stated that the customer's most recent glucose reading was 215 mg/dl. Troubleshooting was performed. Reviewed the programming, time, and date were correct, and the alarm history revealed motor error and no delivery alarm. Ran a displacement and self test and the insulin pump passed the tests. Performed a fixed prime test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.